Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The customer's blood glucose level was 192 mg/dl. Reportedly, the customer was able to fill the cartridge without changing supplies.